Event description:
While on a wheelchair ramp, the chair allegedly tipped forward, knocking the consumer out of the chair with the wheelchair landing on his left foot, resulting in a broken foot.

Manufacturer narrative:
User was transgressing a wheelchair ramp and allegedly tipped forward, fell out of the chair, and broke their foot. Area transgressed is unknown. It's unclear if the ramp transgressed was to ada wheelchair ramp specifications. Information indicates user was not wearing a seat positioning strap as recommended by the manufacturer. The dealer is servicing the chair for the user. Information suggests the chair remains in use. Malfunction not confirmed.